Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient experienced pump stops and red heart alarms when connecting to a power module; however, it does not occur while on battery power. The log file indicated data pattern which maybe a percutaneous lead issue. An x-ray was taken which did not show any abnormalities on internal or external portion of the percutaneous lead. No further troubleshooting was conducted because pump stops occur as soon as the connection is made to the power module and patient becomes symptomatic. The patient was provided with a non-grounded cable with no further alarms reported.

Manufacturer narrative:
The attached user facility report (B)(4) was received from the (B)(4) registry. The lvad remains in use. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.